Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.s938usqs9bzcl hardware: sm-s938u cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
An unknown needle mechanism failure was reported. The patient's blood glucose levels rose to 375 mg/dl while wearing the pod between 1 and 4 hours, on their abdomen. Redness was reported, at the infusion site as well. As treatment a new pod was placed.